Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and found to deliver within accepted range. The event history log review was performed. The history log revealed 0 recorded events on the reported event date and 0 programmed infusions of the reported drug on any date in the history log. The pump was last programmed and ran 14 days before the reported event date and the last day of use prior to the last programmed was four months before that. It was concluded that the incorrect pump was reported for the event in question. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was receiving an infusion of dexmedetomidine/precedex with a spectrum iq pump and "had a possibility of over infusion." Reportedly, "within five minutes of the infusion, the patient's pressure started to drop, became unresponsive and comatose requiring vasopressors". It was also reported that the "bag appeared to be half depleted". According to the reporter, the patient's condition stabilized, specified as "last vital signs show patient stable and still sedated". No additional information is available.